Event description:
The customer reported due to a ventilator malfunction, the patient was removed from the 840 ventilator. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. The customer reported to have not duplicated the alleged malfunction. The ventilator passed all testing.